Event description:
Additional information reported indicated that the cause of the event was unknown. The patient was seen by their health care provider on (B)(6)-2012 and did not report the event. It was noted that the patient recovered without sequelae. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead model 3389s-40, lot # v851427, implanted (B)(6) 2012, explanted unk; extension model 37085-60, serial # (B)(4), implanted (B)(6) 2012, explanted unk; implantable neurostimulator model 37603, serial # (B)(4), implanted (B)(6) 2012, explanted unk; lead model 3389s-40, lot # v851427, implanted (B)(6) 2012, explanted unk; extension model 37085-60, serial # (B)(4), implanted (B)(6) 2012, explanted unk; programmer model 37642, serial # (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect and had "gone downhill'' since having an electrocardiogram (EKG). The patient was unsure if the EKG caused his device to turn off and was going to use his patient programmer to determine if his implantable neurostimulator was turned on. Additional information has been requested but was not available as of the date of this report.